Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a nasopharyngeal flock swab. Repeat testing was not performed. Customer stated the patient was pregnant and tested before labor, she was transferred to another hospital and confirmation testing generated a negative result (platform unknown). No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
H10. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m149324 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: m149324, test base part number 190-430 / lot: m149324. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m149324 showed that the complaint rate is 0.01%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.

Event description:
The customer reported a unconfirmed false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a nasopharyngeal flock swab. Repeat testing was not performed. Customer stated the patient was pregnant and tested before labor, she was transferred to another hospital and tested negative with unknown platform no additional patient information, including treatment and outcome, was provided.